Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during cataract surgery, an phacoemulsification tip was broken and fragmented into two pieces, because of which there was no aspiration during phacoemulsification and the ultrasound was ineffective. The surgery was completed after replacing the tip with another one. There was no patient impact. This report pertains to phacoemulsification tip involved in reported event.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened broken phacoemulsification (phaco) tip was received for the report. The returned sample was visually inspected and was found to be non-conforming with phaco was broken at cannula area, a little below cone to cannula transition area. Breakage is very jagged. Back hole was observed to be slightly off center. Of flange, and nut corners consistent with threading on handpiece. Uneven wall thickness observed at the walls and bevel area. Walls were observed to be thin with cracks and holes in the wall on the one side of the cannula. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the possible lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by an uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. A non-conformance record was opened for this file and is for trending of the defect of uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the incorrect bevel exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.